Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had rejected new battery, slower during rewind, louder during rewind, motor sounds labored and buttons were less responsive as well as buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected rewind/motor loud noise anomaly noted, battery out limit, failed battery test alarm noted during testing.